Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was in 300's mg/dl and at the time of incident was 324 mg/dl and current blood glucose is 345 mg/dl, today customer's blood glucose was 420 mg/dl. The customer experienced symptoms like hard breathing, dizziness and tiredness due to high blood glucose. The customer treated high blood glucose with injection and insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer reported that the infusion set tubing was leaked. The insulin pump will not be returned for analysis.